Event description:
Indication for procedure: infection. Procedure: this was a left-sided pacemaker lead removal procedure conducted in the ep lab. Md used the lld to attach to the distal tips of the 3 leads, began lasing with a 12 f sls, then up sized to a 16f sls. (Rv & ra leads implanted in (B) (6) 2001 & lv lead implanted in 2007). The leads were removed in the following order: lv, rv & ra. Approximately 15 seconds after the ra lead was removed the patient's bp began dropping, the CT surgeon was present at the time and a thoracotomy was done within 5 minutes. A hole in the coronary sinus, in addition to a cut along the septum in the rv were found and successfully repaired. An epicardial bi-v was placed in the patient. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event reported by the physician. Patient outcome: the patient reportedly recovered and was discharged home several days post-operative.

Manufacturer narrative:
Manufacturer dates for all devices: unknown.